Event description:
On the date of event, a pt reported the following: "I've had both knees done, the right one feels great, but the left has been done 3 times and it show on the CT scan that it is coming apart, but they tell me its ok, it is stiff and very painfully, have a hard time bending it, can't kneel, or run or sit for long periods of time because it gets stiff and hurts, there are tender spots around the knee". This problem was reported on the (B)(4). However, it is unclear whether any of the pt's procedure were makoplasty procedures.

Manufacturer narrative:
As part of mako's complaint handling process, a complaint was initiated and subsequently evaluated by mako surgical with regard to this report. The report in this case was received via a social media platform ((B)(4)). Three attempts to contact the pt were made, one each on (B)(4) 2012. No response from the pt has been received, and no other contact info is available.